Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The insulin pump was unable to perform basic occlusion, occlusion and excessive no delivery test due to no button response. The insulin pump was unable to verify motor error alarm due to no button response. However, the insulin pump passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.